Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, and that there was a lead impedance out of range alert.

Event description:
It was reported that there was high defibrillation coil impedance, with possible lead fracture also noted. The physician attempted to implant a new lead, but this was not possible due to the patient's anatomy. The defibrillation therapies were programmed off, and the lead remains in use for pacing therapies only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).